Manufacturer narrative:
A device history report (DHR) review was completed on the reported lot v5s279. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found in the review of the records. The returned pack had been cut across the width of the pack just under the top seal. The internal hypo bubble was not included in the return, however, it apparently was ruptured when the outer pack was improperly cut open and released the heating ¿hypo¿ solution. The instructions for use were not followed as printed on the pack. The pack instructions also caution to ¿not use if punctured, torn, or leaking¿. In the analysis of the returned pack, it confirmed as stated in the complaint, the pack was opened up rather than squeezing to activate. (B)(4).

Event description:
Based on the information provided from the facility the nurse opened the hot pack rather than squeezing to activate and spilled product onto her left side of upper body (cheek, chest and eye area). The nurse went to occupational medicine, and her eye was rinsed. The nurse is doing well.